Manufacturer narrative:
(B)(4). The patient was reported to be a neonatal patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250ml eva bag was leaking near the port where the pump tubing attaches to the bag. The leak was described as ¿very, very small, almost to the point of being unnoticeable¿. The leak was found during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; however 16 companion samples were received for evaluation. Visual examination and functional testing were performed with no issues found that could have caused or contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.